Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noticed an altitude alarm while trying to load a cartridge. There was no impact to the customer's blood glucose levels. Customer successfully resumed insulin delivery after approximately 60 minutes.